Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device flagged an error message stating "device is out of service".the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues found. A technical support specialist logged into medstation es and confirmed that the device was not set to out of service. All services were running as expected, and no errors were found in the sync. The customer had placed the device on critical override. The tss verified with the customer via email that the device was functioning properly and there were no issues reported. Permission was granted to close the case, and it was closed accordingly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device flagged an error message stating "device is out of service". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.